Event description:
Patient scheduled for removal of implantable central venous port (had been used to give fluids and have blood samples drawn before transplant). Device was implanted approximately one year ago. Liver transplant done approximately three months after port insertion. During removal of port surgeon was able to free the port itself from the pocket and on trying to pull on the line it was obvious that it was very adherent to the tissue in the subcutaneous tract. Catheter broke. Port and portion of catheter removed. Other portion of catheter unable to be removed.